Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 06/07/2011. An actual sample was received for evaluation. A visual inspection of the sample revealed the presence of a brown/silver particle inside of the interlink y-site. The reported condition was confirmed. The root cause of this condition could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) an interlink system continu-flo solution set in which particulate matter was observed inside the tubing. According to the report, there appears to be a brown sliver in one of the ports, which appears to be 1.5 cm wooden sliver. Set is intact, there is some drug in the tubing (prolastin, not toxic). The condition was identified during priming and there was no patient involvement. No additional information is available.